Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse from (B)(6) of bloating and peritoneal cloudy effluent in a patient coincident with dianeal- n pd2 1.5% single bag and extraneal single bag therapies for chronic renal failure. Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, during a call with baxter (B)(4) technical service center, the patient stated that he had bloating during fill 1 of 4 and peritoneal cloudy effluent. On an unreported date, the patient had an unknown bacterial infection. On an unreported date, the patient experienced bacterial peritonitis. The cause of the bacterial peritonitis was the bacterial infection. The patient was treated with cefamezin for the events. Treatment for bloating was not reported. The patient was recovering from the event of cloudy effluent. It was unknown if the patient had recovered from the bloating. On an unreported date the patient recovered from the peritonitis. The outcome for the bacterial infection was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of bloating and bacterial infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.